Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The patient's blood glucose level was 379 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime during the prime test due to a faulty force sensor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The motor was tested outside of the device and it passed. The pump was received with minor scratches on the lcd window and a cracked case at the display window corners.